Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the patient became confused and combative with arms thrashing. Right ventricular lead sensing amplitude dropped to 1-2 mv. The lead was repositioned the same day, but sensing was still around 2 mv. In 2009, r-waves were 3.8-5 mv and capture threshold was 0.5 v at 0.4 ms. The patient did arm movements, and the device appeared to be sensing well. The sensitivity was increased to 1.0 mv.